Event description:
It was reported that high pacing lead impedance was observed. The impedance had increased gradually over the past 4 years. The physician believes the issue is physiologic. The physician elected to monitor the patient until device replacement in the next few months.